Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) lead, however, no pacing inhibition occurred. It was noted the patient experienced a fall, and then the oversensing started to occur. Lead damage was suspected due to high impedance measurements. This rv lead was surgically abandoned and replaced. The ICD was explanted and replaced. No additional adverse patient effects were reported.